Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable pump for failed back surgery and n on-malignant pain. It was reported that the patient's pump was refilled today, and they noticed a message stating the pump was stalled. The caller stated the patient had an MRI a few months ago, and they were concerned that the pump did not recover. The agent reviewed telemetry mode. The caller requested a manufacturing representative (rep) to come out and check the pump. The caller was transferred to the national answering service (nas).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.